Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information that the patient alleging device is extremely loud and shuts off periodically and produces a strange odor, severe sinus congestion, sore throat, frequent runny nose, constant headache, dizziness, lightheadedness, and nausea, chest pressure, and difficulty of breathing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.